Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center and a service required alarm condition indicating a communication failure of the oxygen blending module was observed. The device alarmed for a second service required alarm condition for an oxygen blending module issue. There was no event log available to verify if this alarm was reportable. The device was recalibrated but did not correct the issue. The device's oxygen blending module board needs to be replaced to address the issue. Additionally, the device's front enclosure, handle, warning label, porting block and power cord clamp were found to be physically damaged. The device's whisper cap and rubber feet were missing. The device's oxygen blending module gasket was found to be contaminated. No components were replaced. The device was returned to the customer unrepaired per the customer's request.